Event description:
It was reported that they could not fix the cable. Patient was being treated for a reduced sub-trochanter fracture and the surgeon temporarily fixed three cables. When he went to fix the three cables based on the tension conditioning, the second and third cables could not be spun. Surgeon used a replacement tensioner and finished the procedure. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. We forwarded the complained cable tensioner to the responsible product engineer for evaluation. The functional test performed has given the clear indication that this cable tensioner is in perfect working order. The reported problem could not be reproduced. Careful maintenance after every use is strongly recommended. Conclusion - as the complaint condition could not be reproduced the complaint is considered invalid and a non-issue.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Awareness date reported incorrectly in fu#1; original date is: (B)(6) 2012.